Event description:
Report of bone breakage at distal end of i.m. Nail. Nail was not broken. Surgery required to repair fracture due to user misuse of sign nail. The nail used was too short and there were too many holes drilled in the bone. No indication of product defect.